Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) australia alleging that a one touch verio meter had a power issue. She claimed that the device would not power on. On (B)(6) 2012, a lfs representative contacted the patient but was only able to obtain limited additional information. The patient was unwilling to answer medical surveillance follow-up questions. The patient reportedly tests her blood glucose (bg) 21 times a day. The patient manages her diabetes with self-adjusted insulin. It is unknown if she adjusts her insulin based on her meter readings and/or carbohydrate intake. The patient indicated that the alleged issue started on an unspecified date/time two weeks earlier. The patient did not make any changes to her usual diabetes management regimen as a result of the alleged issue. A couple of days after the reported power issue began, the patient claimed that she developed a symptom of blurry vision. She also alleged that for a few days during the time of concern, she lost sight in both eyes. At the time of contact with lfs, the patient claimed that she had regained her vision but it was still blurry. A week and a half earlier, the patient also mentioned that she visited her endocrinologist. However, the patient denied that she received any medical treatment. It would have been helpful to know the following information: the patient's last bg reading before the alleged power issue began, if her bg level was tested on another device during the time, and if the patient has any other health conditions. In addition, it would have been helpful to know if the patient adjusts her insulin based on her meter readings. The alleged issue was resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with severe hyperglycemia after the alleged issue began.